Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus calibration issue; the printed circuit board (pcb) connection to the overlay was reseated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was off and could not be re-calibrated after multiple attempts. The programmer was returned for service. There was no patient involvement.